Event description:
A patient reported that their retainers are causing a lot of pain, and their gums are inflamed. The patient didn't check-in before ordering the retainers and now additional photos were requested and the patient was advised to soak their aligners in warm water and gently scallop the upper retainer. On a later date the patient reported they had an abscess and was prescribed antibiotics and needed a root canal treatment (rct).

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.